Event description:
The customer was hospitalized for high blood sugars. The customer was on an insulin drip during hospitalization. The customer stated that they pulled out their set and found that the cannula was bent. In addition, the customer stated that they were having issues with the tape for the set due to high humidity. Troubleshooting was done on the pump and pump passed functional tests. The customer was advised to apply the two high blood sugar rule and to change out entire set and site.